Event description:
It was reported that, "dr was using the impactor to impact the cone body during the case and the top broke off."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer at this time. If add'l info becomes available then it will be submitted in a supplemental report.